Event description:
The customer reported an overinfusion of cartizem (20 mg i.v) on a male pt. The pt was admitted to the emergency room (ER) with heart palpitations and chest discomfort. The diagnosis was arterial fibrosis. The pump (channel unk) was set to infuse 10 mg/hour with 90 total milligrams to be infused. Infusion started at 2110 and the pt ended around 2330. Roughly 80 mg of the medication was infused and the remaining fluid "ran on the floor when the pump was in stop mode". The pt's vitals before the infusion were read as follows: pulse - 109, respiration - 20, blood pressure - 200/111, temperature - 97.6. After the overinfusion, the pt vitals were read as follows: pulse - 84, respiration - 20, blood pressure - 104/58, temperature - 97.6. The dr noted the pt's heart rate was 72 with a stable blood pressure reading and the pt did not sustain any distress.

Manufacturer narrative:
The device has not yet been received for eval. When the pump is received for eval, a follow-up report will be filed upon completion of the eval or if additional info becomes available.